Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under a CAPA investigation. No further post market investigation is required. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 400 mg/dl (22.2 mmol/l) between 5 and 24 hours of wearing the pod on their abdomen. The patient reported that while the personal diabetes manager (pdm) is in automated mode, it showed persistent rising bg levels despite corrections. The patient noted there was no leakage, no noticeable skin reaction, and proper cannula activation. The device evaluation found a tear in the cannula.